Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a total joint procedure on (B)(6) 2023 date when it was reported ¿coag button did not turn off when finger was off the button.¿ further assessment questioning found that ¿the cautery was changed out¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. The current status of the patient was reported as¿ good, no issue with the patient or user.¿ this report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a total joint procedure on (B)(6) 2023 date when it was reported ¿coag button did not turn off when finger was off the button.¿. Further assessment questioning found that ¿the cautery was changed out¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. The current status of the patient was reported as¿ good, no issue with the patient or user.¿ this report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.